Manufacturer narrative:
A review of the complaint history for SN (b)(6)was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6)was performed from the date of manufacture, 29-MAY-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.PART ANALYSIS:The reported condition of MedES \[FSE DISPATCH Designated Support Account]" Drawer Failed Cannot recover was confirmed during FSE testing and subsequently confirmed in the DCHU inspection process.The device was initially evaluated by the Field Service Engineer (FSE) according to Work Order (b)(4), the FSE verified that AUX drawer 5.2 was not detected. Upon inspection, the retractor band was found damaged. The FSE replaced the retractor band, open/close sensor, position sensor, rear controller, and bus cable. After completing the replacements, the unit was tested and passed all functional checks.During DCHU Visual Inspection:P/N 121085-01: was received with black marks and copper strands exposed.P/N 122275-01: was received with physical damage to the chassis of the assembly.P/N 320383-01: the part received showed no signs of physical damage, fluid ingress, missing or loose components.P/N 104684-01: was received with discoloration on the PCBA board and copper strands exposure.P/N 104662-01: the part received showed no signs of physical damage, fluid ingress, missing or loose components.During DCHU Testing:P/N 121085-01: the testing from DCHU was not necessarily due to the thermal damage observed.P/N 122275-01: the testing from DCHU was not necessarily due to the physical damage observed.P/N 320383-01: failed the HTA testing.P/N 104684-01: the testing from DCHU was not necessarily due to the discoloration on the PCBA board and copper strands exposure observed during the external inspection.P/N 104662-01: failed the HTA testing.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the complaint MedES \[FSE DISPATCH Designated Support Account]" - Drawer Failed Cannot recover was due to:A damaged ASSY CBL PYXIBUS 7 DRAWER (P/N 121085-01) exhibiting exposed copper strands, which led to the observed thermal damage and compromised the drawers functionality.A faulty ASSY HARNESS RETRACTOR BAND CUBIE (P/N 122275-01) due to physical damage, preventing proper functionality of the entire assembly.A faulty PCBA Position Sensor Drawer Cubie (P/N 320383-01) due to its inability to detect position, with no specific component identified as the root cause.A faulty ASSY LATCH SENSOR HH DRAWER CUBIE MS PAS (P/N 104684-01) due to physical damage and discoloration on the PCBA.A faulty PCBA INTERFACE HH MODULE REAR (P/N 104662-01) due to its inability to detect the drawer position.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary the half height cubie in drawer 5.2 had failed and required maintenance. Multiple recovery attempts were unsuccessful, including after rebooting the device.As per part investigation, it was determined that the reported issue was attributed to a damaged ASSY CBL PYXIBUS 7 DRAWER (P/N 121085-01) with exposed copper strands, which resulted in thermal damage and compromised the drawers functionality.However, there were no delays or adverse events or injuries reported based on this event.